Event description:
The inner cannula broke at the hub which left the remaining inner cannula tube in the trachea. They were able to remove the inner cannula tube with sterile hemostats and a flashlights and they were able to pull out. No reported pt harm or injury.